Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose and insulin history is as follows: (B)(6). The pod was deactivated and it was noticed the cannula was bent. Hyperglycemia treated by patient activating new pod and bolus. The adhesive pad was coming loose and that it was painful during wear. The pod was worn between 4 and 24 hours on the abdomen.

Manufacturer narrative:
The returned product was evaluated and no bends or kinks in the soft cannula were observed. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would have either directly caused or contributed to a deficiency in delivery. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The hazard alarm indicated a communication error occurred while the pod was waiting for input from the pdm (personal diabetes manager). Investigation found no defects or deficiencies that would contribute to high bg (blood glucose) levels or a communication error. A root cause could not be determined.